Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 11-feb-2021. The most recent information was received on 18-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), coital bleeding ("bleeding after sex"), post procedural haemorrhage ("bleeding after pap smear"), fatigue ("fatigue"), tendonitis ("tendinitis"), dry eye ("dry eyes"), vitamin d deficiency ("vitamin d deficiency") and micturition disorder ("urination disorder"). Essure treatment was not changed. At the time of the report, the abdominal pain, post procedural haemorrhage, fatigue, tendonitis, dry eye, vitamin d deficiency and micturition disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, coital bleeding, dry eye, fatigue, micturition disorder, post procedural haemorrhage, tendonitis and vitamin d deficiency with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 11-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), coital bleeding ("bleeding after sex"), post procedural haemorrhage ("bleeding after pap smear"), fatigue ("fatigue"), tendonitis ("tendinitis"), dry eye ("dry eyes"), vitamin d deficiency ("vitamin d deficiency") and micturition disorder ("urination disorder"). Essure treatment was not changed. At the time of the report, the abdominal pain, post procedural haemorrhage, fatigue, tendonitis, dry eye, vitamin d deficiency and micturition disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, coital bleeding, dry eye, fatigue, micturition disorder, post procedural haemorrhage, tendonitis and vitamin d deficiency with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.